Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture. It was noted that the lv lead had dislodged. The lv lead was explanted and replaced. The patient was stable.